Event description:
A customer reported experiencing cartridge alarms and unexplained high blood glucose levels for a week, alongside occlusion alarms that were not always linked to the high glucose readings. The issue was new and not previously reported with this pump. There was no adverse impact to the customer's blood glucose level, as the patient felt well and managed their levels with manual insulin injections when necessary. The customer successfully resumed insulin therapy after reloading the cartridge. Tandem technical support recommended sending a replacement pump with updated software, and the customer was advised to use a backup pump until the replacement arrived.